Manufacturer narrative:
The device was found to have a broken door, which made it impossible to complete the testing. After the door was replaced, the pump was tested and met all specification as expected, including the air-in-line alarm. Therefore, no failure was detected for the air-in-line sensor itself. (B)(4).

Event description:
The user reported "air-in-line malfunction." No patient was involved in this case.